Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left circumflex artery with mild tortuosity and moderate calcification. After pre-dilating the lesion with a 1.5x12mm mini trek balloon and a 2x12mm mini trek balloon, a 3x38mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated to 10 atmospheres and the stent was implanted. During angiography a distal edge dissection was noted. A 2.75x18mm xience pro stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.